Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a bariatric roux-en-y procedure. The powered stapling devices were used during this procedure without issue. Two weeks post operatively the patient died.